Event description:
The user facility reported that upon an employee's arrival to the facility in the morning, water was discovered on the gi work flood where the system 1e is located and in two adjacent gi examination rooms. Facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e and found that there was a small drip coming from the water supply connection on the system 1e. The technician installed a new worm clamp and ran test cycles and confirmed the unit was operational; no further issues have been reported. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).